Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting diminished r-waves. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was later removed.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The interior superior vena cava defibrillation cable developed a fracture at the first rib/clavicle location while in vivo. The right ventricular defibrillation coil was fractured at the 1st rib/clavicle location. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The overlay tubing was breached at the 1st rib/clavicle location. If information is provided in the future, a supplemental report will be issued.